Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was 400 mg/dl and the belt clip for her insulin pump broke. Customer stated her blood glucose was high due to streptococcal tonsillitis. Nothing further reported.